Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that, to the patient the device/stim wasn't working, and they weren't able to feel anything since that morning really. It was noted that they were trying to get a hold of someone because they didn't know how to use the programmer. Troubleshooting found that after turning stimulation on and increasing it the patient was able to feel stim. No further patient complications are anticipated or expected as a result of this event.